Event description:
Manufacturer's representative reported the pt's pump was explanted and replaced due to "battery depletion" after an implant duration of approximately 35 months. The pump was programmed to infuse fentanyl (200 mcg/ml) at a daily dose of 64.76 mcg/day. Hcp reported the pt's "pain feels like it did before the pump". The hcp interrogated the pump and subsequently increased the flow rate of fentanyl. The pt was given unspecified "supplemental breakthrough medications" and was referred to a surgeon for explant. During the pump explant, the hcp noted the catheter connector was loose and there was a hole in the tubing. The pt recovered without sequela. See MFR report #: 6000030-2007-00408.